Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. The lead was surgically abandoned and replaced with another boston scientific lead. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.